Manufacturer narrative:
It was reported that the light allegedly would not turn off. A stryker field service technician (sfst) was dispatched. Prior to the sfst arriving, the biomed began to investigate. During investigating the spring arm separated from the horizontal arm due to the c-clip being seated incorrectly. The biomed reseated the c-clip and the sfst checked for functionality. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that the light allegedly would not turn off. There was no patient involvement and no adverse event reported to have occurred.